Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation. Therefore; the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a suspected false positive from performing cue covid-19 test cartridge pack, home & otc test on 09-may-2022 with lot 21523i using reader sn (B)(4) (cartridge sn (B)(4). A negative pcr test was conducted on (B)(6) 2022 through a clinic and patient received a negative result. Customer mentioned individual had no symptoms, no known exposures, and fully vaccinated/boosted. Cartridges were stored accordingly.